Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported that during a procedure the bur shaft broke off in the attachment. The procedure was completed successfully, there was no patient impact, surgical delay or adverse consequences reported as a result of this event.

Event description:
It was reported that during a procedure the bur shaft broke off in the attachment. The procedure was completed successfully, there was no patient impact, surgical delay or adverse consequences reported as a result of this event.

Manufacturer narrative:
\The device is available for return. A follow up report will be filed once the quality investigation is complete. Device not yet returned to the manufacturer.